Event description:
The customer reported via phone call that they were experiencing high and low blood glucose. Customer reported that they got a low alert on the pump saying blood glucose was below 40 mg/dl. Customer current blood glucose level was 418 mg/dl. Customer did not reported any symptoms due to high blood glucose level. Customer was using insulin pump system within 48 hours of reported event. Auto mode feature was active at time of event. Customer ate 2 chocolate bars and soda still blood glucose showing below 40 mg/dl. Customer also reported cosmetic damage. No further patient complications were reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.